Event description:
Distributor alleged they received a complaint that a young child was hospitalized on using the pump. The alarm doesn't trigger even if the nutrition was not administrated.

Manufacturer narrative:
The pump log shows two occlusions with an alarms. There is no evidence from the log that the set was removed from the pump to clear either occlusion before another therapy was started. Failure to clear the occlusion resulted in the pump indicating volume was being delivered when it did not, due to the occlusion. Attempts were made to obtain patient involvement with no response. A follow up will be submitted if new information is received.